Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported the patient presented for implant procedure. During surgery, the introducer developed a right groin hematoma that was complicated with arterial bleeding. The patient developed hypotension and transient altered consciousness. Resuscitation was performed with intravenous fluids, albumin, blood transfusion, norepinephrine infusion, and cvc (central venous catheter) insertion. The patient was stabilized and discharged.